Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements at implant. Boston scientific technical services (ts) provided suggestions for additional troubleshooting of the lead; it was noted high energy shocks could not be performed to test the lead due to the poor patient condition. The physician was subsequently able to resolve the issue by disconnecting and reconnecting the lead from the device. No adverse patient effects were reported.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements at implant. Boston scientific technical services (ts) provided suggestions for additional troubleshooting of the lead; it was noted high energy shocks could not be performed to test the lead due to the poor patient condition. No further information is available at this time. No adverse patient effects were reported.